Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller and door roller pin were broken. The device was returned to the biomedical department for an unspecified reason. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reports of any delays in critical therapies while the device was in clinical use. No additional info was provided.